Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The patient presented with an acute myocardial infarction. A taxus drug eluting stent, unknown size, was placed in the anterior interventricular artery (iva) and the patient had thrombolysis therapy. Two years post the initial intervention, the patient presented with an acute myocardial infarction and a thrombosis was identified. The patient reported that the medication was taken as prescribed. Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.